Manufacturer narrative:
(B)(4). Batch # unk the device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Was the device locked on tissue with the jaws closed? Yes, the device stayed locked on tissue with the jaws closed, and angulated . If yes, how was the device removed? They had to convert to open surgery, and used a competitor endogia to help them. Did the jaws eventually open? The jaws remained closed all the time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What troubleshooting steps were taken to open the device? What color cartridge was used? How many strokes of the firing trigger were completed? Was the force to fire higher than expected? What is the current patient status?

Event description:
It was reported that when surgeon used by laparoscopy our echelon in rectum resection, it start to be fired, but stopped at the middle of firing and didn't open, being stuck.